Manufacturer narrative:
H3 device evaluation - the driver was reviewed by eye and with the aid of a 5x loop. The fracture is skewed relative to the driver's longitudinal axis and consists of multiple fracture planes. It is believed that a high loading condition consisting of both torsion and bending moments resulted in the observed failure, but prior crack initiation and progression from prior use can not be ruled out as a contributing factor. Review of device history records found twenty (20) pieces of lot 12407ps were released for distribution on 1/16/2017 with no deviation or anomalies that would relate to the reported event. Review of complaint history did not reveal a trend for reports of this nature for this product. No corrective actions are recommended at this time.

Event description:
It was reported that during a procedure performed in saudi arabia, on unknown date, the tip of the lock-screw torque driver (39-rd-0060) broke while final tightening the lock screw. The tip of the driver was removed and the procedure was completed using another driver readily available. There was a fifteen (15) minute delay to the procedure, with no harm to the patient.

Manufacturer narrative:
Patient information - unknown. Date of event - unknown. Occupation - other; distributor. Review of device history records found (B)(4) of lot 12407ps were released for distribution on 1/16/2017 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. Information provided indicates that the product is available for evaluation but has yet to be received. Should the product be received a follow-up medwatch report will be filed upon completion of evaluation.

Event description:
It was reported that during a procedure performed in (B)(6), on unknown date, the tip of the lock-screw torque driver (39-rd-0060) broke while final tightening the lock screw. The tip of the driver was removed and the procedure was completed using another driver readily available. There was a fifteen (15) minute delay to the procedure, with no harm to the patient.